Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7072293/7072325.

Event description:
It was reported that the patient was having pain and discomfort at the ipg site as a result of hyperalgesia with continued tenderness despite a trigger point injection and pocket revision (MFR. Report number: 3006630150-2022-05941). The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.